Manufacturer narrative:
The return sample was tested with lot 82301li00 and non-reactive results were obtained. Although there is no reference test method for the syphilis assay, the sample was also tested with mikrogen recomline treponema igm/igg to provide additional information. Mikrogen recomline treponema igg showed a negative result and the mikrogen recomline treponema igm showed a borderline result for the return sample. Sensitivity testing was performed on retained lot 82301li00, including additional replicates of a specificity panel and all results met validity and acceptance criteria. A review of tickets determined no increase in complaints for the lot and no trends were identified for the complaint issue. Manufacturing documentation for lot 82301li00 was reviewed and no contributing factors to the complaint could be identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for architect syphilis reagent lot, 82301li00. This report is being filed on an international product, list number 8d06-29 that has a similar product distributed in the us, list number 8d06-31.

Event description:
The customer reported (B)(6) results on one patient compared to the roche assay. The results provided were: tppa = (B)(6); abbott (B)(6); tppa retested = (B)(6); roche tp =(B)(6). There was no additional patient information provided. There was no reported impact to patient management.